Manufacturer narrative:
The insulin pump alarmed during the prime test due to faulty force sensor resistor; unable to perform the basic occlusion test, occlusion test and excessive no delivery test due to a33 alarm. The insulin pump was received with normal operating currents and passed the self-test, a21 error test and displacement test. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.

Event description:
It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer stated that the buttons on their insulin pump no longer work. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to insulin shots until the replacement arrives. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.